Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the peep (positive end-expiratory pressure) kept dropping out and then coming back up constantly on the ltv 2200 lap top ventilator during patient use. The device was replaced with another ventilator and there was no patient harm reported associated with the reported event.

Manufacturer narrative:
Device evaluation: results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding peep kept dropping out and then coming back up constantly. The original complaint was not duplicated in the fa lab. The uut (unit under test) was tested and found to function within expectations. Visual inspection of the uut found no damage. The uut was installed on a test stand as received to undergo testing. The uut was powered on in operational mode and the ventilator was allowed to cycle in user configuration. The uut underwent peep calibration per ltv2 service manual chapter 8; f1 through f5, passing on all counts. It also underwent peep testing per ltv2 service manual chapter 9; b1 through b8, passing on all counts as well. Unit will move to receiving and to route the item to the service department. Fa recommendation is to replace material as required, rework to current configuration, recalibrate, and retest per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.